Event description:
It was reported that the device stopped working during an arthroscopic shoulder rotator cuff repair. The surgeon had to open the shoulder to successfully complete the surgery. The surgery was delayed over 2 hours due to the open conversion. This device is used for treatment.

Manufacturer narrative:
Device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.